Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad trace. No button error alarm noted. Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Insulin pump was unable to perform prime test due to motor error alarms. The motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and the numbers were scrolling up when attempting to bolus. Customer's blood glucose reading at the time of the call was 323 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.